Event description:
It was reported the pt's lead was removed for an MRI. It was stated by the healthcare provider "during the explant of the lead, #4 contact was left in the pt's body and the pt needs an MRI." No device info, pt info, or pt outcome were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4) .